Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: at about ten o'clock on (B)(6) 2023, during the infusion preparation operation for the patient, it was found that the indwelling needle hose and the front end of the steel needle were bifurcated and could not be used. The indwelling needle was replaced immediately.

Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: at about ten o'clock on (B)(6) 2023, during the infusion preparation operation for the patient, it was found that the indwelling needle hose and the front end of the steel needle were bifurcated and could not be used. The indwelling needle was replaced immediately.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.